Event description:
It was reported that a patient experienced fractured mesa deformity uniplanar screws at the distal end of the construct. The event was noted approximately one-year post-implantation. Revision surgery has not occurred. This report captures the first of two fractured screws.

Manufacturer narrative:
Device remains implanted.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that a patient experienced fractured mesa deformity uniplanar screws at the distal end of the construct. The event was noted approximately one-year post-implantation. Revision surgery has not occurred. This report captures the first of two fractured screws.